Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several hypotube kinks and hypotube break 362mm from end of hub. The fracture faces were oval as if kinked prior to separation. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 2.50x24mm promus element ¿ drug-eluting stent, it was noted that the stent was deformed. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 2.50x24mm promus element¿ drug-eluting stent, it was noted that the stent was deformed. No patient complications were reported.